Event description:
Boston scientific received information that the patient with this implantable defibrillation lead experienced inappropriate anti-tachycardia pacing (atp) and shock therapy due to oversensing of noise. The local are field representative reported when the patient's device was checked and they were able to reproduce the noise with pocket manipulation. Additionally an out-of-range (oor) pacing impedance measurement below 200 ohms was exhibited during a commanded impedance test. The physician elected to reprogram the device to monitor only and no adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and our records indicate this lead currently remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating the physician has elected not to revise the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.